Manufacturer narrative:
The ge service rep checked for proper power supply voltage, reloaded software, and completed filament calibration. The system is working as intended.

Event description:
The customer reported the monitor collimates and the screen goes to black then the carm turns off.